Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours, but energy was stable during the whole day. The log file shows twenty six successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. The device interrupted the treatment during canal cut, after the following message: ¿suction pressure pump two too low'¿ and ¿vacuum exceeds limits - treatment is aborted repeat vacuum check' buttons='. Treatment was automatically aborted by the device after the message, because the value for suction two dropped. Therefore, the treatment was cancelled, after a vacuum check the left eye was treated again. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Log file shows difficulties in achieving valid vacuum values. The root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vacuum error occurred during flap creation on the patient's right eye at the beginning of the lasik surgery. They completed another vacuum check and energy check by the laser and retreated.